Manufacturer narrative:
A.1.-a.5. Patient information was not provided. Through follow-up communication, it was learned that no battery tests were performed on the involved system for a long time before using the system. The problem was not immediately observed but only during transportation. The device was reconnected to restore operation. As troubleshooting, the batteries of involved unit were subsequently replaced to resolve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of asy centrifugal pump console which shut down after un-plugging the power cable. After the procedure, two battery test were conducted and they both failed. The event occurred during the transport of patient in the context of an ECMO procedure. There was no patient injury.